Event description:
It was reported the patient felt an instance of overstimulation, and then her pain which was covered by the scs system returned. The patient checked her battery level and it was low. The patient reported it should not have been low for a few days. Follow up identified the sjm representative met with the patient and the ipg had a full charge. The patient was reprogrammed, and received effective stimulation.

Event description:
Follow up information identified the patient underwent surgical intervention to explant her ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.